Event description:
It was reported that the balloon of this artificial urinary sphincter broke and the pump deactivation button did not work. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned ams 800 urinary control system underwent a thorough analysis. Visual and microscopic inspection identified that the balloon have a tear from a sharp instrument. The reported event of preexisting urinary incontinence is defined in the product risk documentation. Therefore, based on this investigation, the conclusion code of cause not established was chosen.

Event description:
It was reported that the balloon of this artificial urinary sphincter broke and the pump deactivation button did not work. The device was explanted and replaced. No patient complications were reported.